Event description:
It was reported to philips that the system's c-arm was not responding to the controls in the control room and in the exam room, preventing geometry movements. There was no harm reported. Philips has started an investigation of the complaint.